Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on lcd screen. The customer stated that he/she fell off a bike. The customer reported that there is a line running under the screen cover and across the screen. The customer can't see clearly and gave herself too much insulin. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with missing segments and multiple clear lines on the liquid crystal display glass due to a cracked connector. The functional testing could not be completed due to display anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and cracked reservoir tube lip. No cracked display window was noted.